Event description:
Information was received that the patient was taken to surgery and only the generator was explanted. The suspect product was not removed. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient had x-rays performed and they were okay per the physician. Notes from the physician were also obtained with the settings provided and it was indicated that there appeared to be some traction due to wire-wire that was clearly visible on the neck. And from an image reviewed by the physician, there were no cable breaks but the cable was "loosened" on the generator. No additional relevant information has been received to date.

Event description:
It was reported by the physician that the patient's generator was found to have irregular system diagnostic results. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The patient's explanted generator was received into analysis stated to be due to "high impedance" and product analysis was completed. The reported high impedance allegation was not duplicated in product analysis (pa) lab. Various electrical loads were attached to the generator and diagnostic testing showed accurate resistance measurements in all instances. The adverse events reported in the file cannot be evaluated in pa lab, however proper functionality of the generator in its ability to provide appropriate programmed output current was verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. There was no device failure found with the generator. The device output signal was monitored for over 24 hours while it was placed in a simulated body temperature environment and results showed no signs of variation the generator's ability to provide the expected level or output current. The generator diagnostics were as expected for the programmed settings. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.